Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition for up to two seconds of asystole and storage of a non-sustained ventricular tachycardia (nsvt) episode. Additionally, the electrogram (egm) appeared flat before the start of a right ventricular automatic capture (rvac) test. Boston scientific technical services (ts) reviewed the episode and discussed that the flat egm appearance was part of appropriate device function and that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature and recommended programming mv off. Review of device programming noted that the mv feature was already programmed off. Ts then discussed troubleshooting options to determine the cause of the noise. The root cause of the noise was not determined. No adverse patient effects were reported. This product remains in service.